Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the door would not open and kept making clicking sounds. A field service engineer found that the rails of half-height drawer 5.2 in the main were damaged and checked the bus cable connection. The field service engineer replaced the half-height drawers 5.1 and 5.2 in the main to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a hardware failure, door will not open. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.